Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, loss of capture was observed when connecting the lead back to the lv port. The physician then connected the lv lead to the ra port, and loss of capture was still observed. The device and lead were explanted. The patient is fine and will continue to be monitored.

Manufacturer narrative:
A partial lead with the lead tip measuring 80.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.